Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The first and second photo sample shows the overview of the suction bulb evacuators. The third photo show the zoom in of the cap, inlet/outlet. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used closed wound suction evacuator. Visual inspection of the sample noted was able to close wound suction evacuator with no difficulties. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lid of the wound drain would not close. Per follow up information received via ibc on 01apr2025, customer confirmed that no patient involvement.

Event description:
It was reported that the lid of the wound drain would not close. Per follow up information received via ibc on 01apr2025, customer confirmed that no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.